Event description:
The loops seemed to be intertwined and could not be used. The ring was then taken out and another ring had to be opened. This ring did have patient contact. No patient injury reported.